Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine. Loss for external power. Failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: -ac power indication not showing in the machine -loss for external power failure occurs during the general check. No patient involvement.